Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Reportedly, the issue was related to pump settings. Healthcare provider updated pump settings. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.